Event description:
Tracheostomy (B)(6) 2017, patient reported pain and odor from trach for several days following. Finally on (B)(6) 2017 staff removed sutures and found a black pressure ulcer under as well as old surgical that did not disintegrate (was used for moderate post operative bleeding at stoma site).